Event description:
Note: this report pertains to the second of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyps in the large bowel during a colonic polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare was passed down the working channel of the scope and to the target anatomy, the nurse had difficulty opening the handle in order to open up the snare, it felt very gritty and clunky, and there was no smooth movement between the handle and snare tip. The snare could not cut around the polyp tissue to be resected. A second device was used, but the same problem happened. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.